Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the catheter damage was caused by the lesion. The patient had been fine and discharged after the procedure. The returned subject catheter showed disarrangement of the shaft strands due to accumulated rotational stress for approximately 40mm distal to the protector. No deformation such as kinking was observed. The shaft was observed under a microscope. There were several spiral scratch marks that seemed to be made by contact with the calcium of the lesion. Furthermore, the outermost polymer coating was damaged for approximately 7mm as it was flipped and turned over toward the tip. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the catheter was scraped and damaged by strong abrasion caused when it was crossing the heavily calcified lesions. There was no indication of product deficiency. Reportedly there was no patient harm; however, a possibility that fragment(s) of the polymer jacket remaining in the vessel could not be completely ruled out as to the severity of the coating damage. The instructions for use states: [warnings] do not use this microcatheter in advanced calcified lesions; and, [malfunction and adverse effects] damage (separation, kink, bend, deforming), damage of hydrophilic coating.

Event description:
During a percutaneous peripheral intervention (ppi) to treat heavily calcified cto lesions in the right superficial femoral artery and artery below the knee, the subject catheter was bilaterally advanced and cross the lesions. When the catheter was removed from the anatomy, the polymer coating on its shaft near the tip was found damaged. The shaft strands were also found disarranged. No particular intervention was reportedly taken against the catheter damage. The ppi was resumed and completed with reestablished blood flow.